Event description:
Pt follow-up june 2003, battery status was 2.80v and cell impedance was 0.1 k ohms. In 10 months later, battery voltage is 2.57v and cell impedance 2.2 k ohms. Eri calculation on the programmer is one year 11 months. Pt is not pacemaker dependent and will be followed in one month. Thresholds and sensing are good; amplitude 2.4v in each chamber @ 0.5 ms.

Event description:
Patient follow up june 2003, battery status was 2.80v and cell impedance was 0.1 kohms. On 04/2004, battery voltage is 2.57v and cell impedance 2.2kohns. Eri calcuation on the programmer is one year 11 months. Patient is not pacemaker dependent and will be followed in one month. Thresholds and sensing are good; amplitude 2.4v in each chamber @ 0.5 ms.